Event description:
Pt reported two episodes (6/02 and twelve days later) following cardioseal closure of a pfo. Pt reported inability to focus, weakness and difficulty seeing clearly lasting 2-3 hrs in 1st episode and loss of vision in right eye in second episode. Stated that it felt like it did after the tia. In 2003 pfo closed surgically and pt reports two additional episodes following surgical closure. Hospital adverse event reported dated 12/2003 and received the next day.